Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm the critical block and inverse critical block did not add to zero alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had external flash crc error. The blood glucose level of the customer was 250 mg/dl. The customer reported that they had second occurrence of the alarm. The insulin pump will return for analysis.